Event description:
It was reported that the patient was experiencing a pain at the site of implant. The site appeared to have healed with no signs of infection. The physician opted to explant and replace the device. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a prospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.